Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, as there is no indication that the lens was implanted. Initial reporter email address: unknown/not provided, as information was asked but it was not provided. Initial reporter - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer found a defective cap. Through follow up we learned that the cartridge released the intraocular lens (iol) almost broken in half, with the distal haptic almost completely broken off, as well as the lens being much further behind the plunger. It appeared, that the iol was in the process of exiting the cartridge when the malfunction occurred. The surgeon attempted to save the situation by placing the iol back into the cartridge and re-implanting it back in the anterior chamber. The distal haptic was damaged and unusable. Another lens was implanted. No additional information was received.